Event description:
A pt with a dialysis graft in left arm for 3 yrs came in with high venous pressures. A stenosis was found in the antecubital vein. The user facility dilated with a 6mm balloon, 5mm balloon, and 5mm balloon. Each of the balloons burst. There were no problems removing the first 2 balloons, but when the last balloon was removed, the balloon was completely sheared off the catheter. It was removed surgically that p.m. While they surgically repaired the stenosis.